Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced catheter kinked event on (B)(6) 2026. The blood glucose level was 400 mg/dl and ketone levels were tested positive. The patient replaced infusion sets and resumed insulin successfully. No additional information available.